Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted into the hospital on (B)(6)2015 with diabetic ketoacidosis and elevated blood glucose levels in the 300's/400's mg/dl. The customer administered a bolus and a manual injection. At the hospital, the customer was treated with saline and insulin. It was reported that the cartridge had leaked and that the customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
A follow up on (B)(6) 2016 indicated that a new cartridge was able to be loaded and that insulin delivery was resumed.